Event description:
ICU pt on a ventilator was receiving hemodialysis when sparks started at head of bed. Oxygen and dialysis discontinued and pt transferred to another bed and moved to next room. Pt was unharmed. The room filled with smoke, and the fire dept was called. Problem appeared to be with the electrical connection between the wall and the bed. The fire self extinguished. (B)(4).